Event description:
On (B)(4) 2012 the reporter contacted animas to report that the pump's keypad buttons had to be pressed multiple times in order to activate the desired pump functions. The keypad is reportedly intact and the pump has not been exposed to moisture. Troubleshooting revealed there had been misuse of the product in that the pump keypad had been cleaned with alcohol. On (B)(6) 2012 the patient had obtained the elevated blood glucose readings of 200 mg/dl to 250 mg/dl and "mild", unspecified symptoms. The reporter noted the pump history showed cancelled boluses. There was no adverse event associated with this complaint. The patient's technique was incorrect by using alcohol on the reported pump keypad. However, as the keypad issue was not resolved, this complaint is being reported.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1 (B)(4) -device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: investigation revealed that all keypad buttons responded as expected. There was no physical damage to the keypad. No defect was found on investigation. The complaint could not be confirmed or duplicated.